Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected h6 component code and h6 problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the power switch's light emitting diode at the front failed to turn on, and the power switch was damaged with a cracked protective cover, and the plastic cap torn off. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the maintenance unit exhibited the power switch's light emitting diode at the front failed to turn on. There were no reports of patient involvement.